Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. The patient experienced recurrence and urinary/bowel problems. It was reported that the patient underwent revision/takedown, posterior repair and perineorrhaphy on (B)(6) 2008 due to severe urinary retention and difficulty voiding. The patient experienced anemia secondary to blood loss from surgery. (B)(4).

Manufacturer narrative:
(B)(4).